Manufacturer narrative:
Unit had no button response due to flattened dome switch on esc button(creased). Unable to test for failed batt test alarm of prform thefunctional test, including the displacement test, rewind, basicocclusion test, occlusion test, prime/a33 test and excessive no deliverytest due to no button response. Unit had a scratched display window andcracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 155 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.